Manufacturer narrative:
Analysis received the unit with unresponsive buttons and button error alarm due to flattened all the button dome switch. There was unable to verify operating currents. There was no blank display noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 185 mg/dl at the time of incident. The insulin pump will be returned for analysis.